Event description:
It was reported that on (B)(6) 2008, the (B)(4) screw was inserted. Afterwards the patient had pain and then it was discovered that the screw broke after surgery. The screw was removed in a revision surgery.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) for this type of event include not fully seating the driver in the screw, improper bone preparation or flexing the joint during insertion. Per product directions for use, it is important to completely seat the screw onto the screwdriver, create the proper size pilot hole and maintain the correct knee flexion angle in order to prevent potential screw fracture during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.